Event description:
The patient contacted animas on (B)(6) 2012 to report that her pump prompted "exceeded max total daily dose". The patient informed customer support that she was unable to receive bolus via pump at 9:23pm and 10:24pm that evening. At the time of the call, the patient's grandmother informed customer support that the patient's blood glucose had been running high since the evening prior. The patient's grandmother reported that the patient's last blood glucose result (time unknown) was "high" (> 600mg/dl) and the patient was complaining of leg pain, which she develops when her bg is high. The patient's grandmother denied that the patient had symptoms of vomiting and confirmed that the patient had not checked her ketones. It was noted that the patient administered 6 units of insulin at 11pm that evening. At the time of the call, the patient's grandmother also reported that the patient obtained a low bg of 44 mg/dl at approximately 3pm that afternoon. The patient ate chicken strips to treat the low. There was no mention of symptoms with the low bg. At the time of troubleshooting, it was confirmed that the date and time were set correctly on the pump. Customer support noted that the pump's total daily dose (tdd) history showed more bolus insulin delivered on (B)(6) 2012. Customer support was unable to confirm if the patient was unable to receive insulin that evening as a result of "exceed max total daily dose" or due to insulin on board (iob). The patient's grandmother stated that the patient's site was changed three times that day due to the high bgs. Customer support was unable to review/troubleshoot the pump further with the patient's grandmother.the reporter disconnected the call to check the patient's ketones and to call the patient's hcp. Prior to disconnecting call, the patient's grandmother informed customer support that the patient currently had a sore throat and sinus issue and stated that the patient's bg run high when she has an infection. Animas customer support made several attempts to reach reporter to further review/troubleshoot subject pump; however, were unable to reach her. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high blood glucose, due to continued use.